Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
One is that the sheath came off from the needle after the package was opened. The other is that the sheath did not fully recover after inserting the tube into the sheath needle. The clinic lab manager says "the rubber stopper will fall off the needle when opening the package.there are times where the rubber stopper does not come back and cover the needle when the tube is disengaged and there is abloody mess. The dbma butterflies seemed extra sharp. But this is no longer true of the cbma."